Event description:
The medwatch (enclosed) indicates, the pt's left leg was lifted for mobility testing of the right knee. The bovie pencil was placed on the pt's operating table. Upon returning the pt's right foot on the operating table, it inadvertently was placed on top of the bovie pencil. This pressure activated the bovie pencil causing the bovie to burn through the ted stockinette and the right medial lateral side of the foot. The surgeon excised and sutured the burn area.